Event description:
Additional information was received from a healthcare provider (hcp) via a drug partner. The patient had delirium and needed admission following a pump increase of 8%. The cause was an increased in prialt from 5.3 mcg/day to 5.8 mcg/day. The prialt was withdrawn and the patient was weaned off due to persistent delirium. The outcome was stated as recovering/resolving. The patient's medical history included a past history of cancer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient's symptoms had resolved.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 25 mcg/ml prialt at 3.972 mcg/day via an implantable pump for malignant pain and spinal tumors. It was reported that the patient had a refill of the pump on (B)(6) 2016. Then, on (B)(6) 2016, the patient became confused which had progressively worsened. The patient's wife was able to notice the symptoms in (B)(6) 2016. The patient was then seen in the emergency room on (B)(6) 2016 for hallucinations, confusion, talking very fast (weird), and hearing voices. A device manufacturer representative (rep) was called to help decrease the patient's dose by (B)(6). The change in symptoms was noted to be gradual. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.